Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. B5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Event description:
It was reported from colombia that during an unspecified surgical procedure, it was observed that the motor coupling did not work to perform intramedullary reaming as it was not activated, and the nail to be inserted is a long one for which it is essential to do the reaming, according to the report, another patient was sent to be sterilized, but while waiting the patient decompensated hemodynamically and they decided to close it and leave it for a second surgical procedure. It was reported that the patient was taken to ICU and recovered. It was reported that there was no other sterile device and no test was performed before the procedure as the protocol of the institution was to open the material when the patient was already anesthetized. The status of the patient was reported to be recovered. The exact date of the event was unknown but was noted to have occurred on january 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from colombia that during an unspecified surgical procedure, it was observed that the motor coupling did not work to perform intramedullary reaming as it was not activated, and the nail to be inserted is a long one for which it is essential to do the reaming, according to the report, another patient was sent to be sterilized, but while waiting the patient decompensated hemodynamically and they decided to close it and leave it for a second surgical procedure. There were no reports of delays in the surgical procedure nor if an identical spare device was available for use. There was patient involvement. The status of the patient was unknown. The exact date of the event was unknown but was noted to have occurred on january 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). H4: the device manufacture date was unknown. H6: health effect - clinical code: hemodynamic instability (e2343). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.